Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that on (B)(6) 2019, although visualizing due to anatomy was difficult, one clip was implanted reducing grade 4 degenerative mitral regurgitation (mr) to grade 1-2. On (B)(6) 2019, the patient presented with dyspnea. Echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr had increased to 3+. The physician will decide further if a second procedure or surgery will be performed. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for single leaflet device attachment (slda) from this lot. The reported adverse events of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedure. All available information was investigated and the definitive cause for the reported slda resulting in worsening mitral regurgitation (recurrent) could not be determined. Dyspnea was a secondary effect. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.